Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. On the one day postoperative exam, the iol was noted to be in a good position; however, on the day seven day postoperative exam, the lens had rotated 45 degrees. Additional information was received from the surgeon, who indicated the lens was exchanged due to the wrong iol power and patient had blurry vision. In his opinion, the iol did not cause the event. The patient was a high myope with a long eye. The lens was replaced with an unknown model, 0.50 diopters less in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Additional information has been requested and received. A completed questionnaire has not been received. (B)(4).